Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Upon visual inspection and simulated use testing, it was found that the balloon inflated successfully. It was also identified that the guidewire lumen was not patent and partially occluded at the shaft to the bifurcate joint.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon could not be loaded onto the guidewire. Reportedly, the physician attempted to advance the balloon over the wire and it would not pass. The patient was not affected by this issue.